Event description:
Customer reportedly received the following blood glucose results on the advantage system within 10 minutes: 58 mg/dl, around 200 mg/dl, and around 50 or 60 mg/dl; and 41 mg/dl, 87 mg/dl, and 48 mg/dl. No adverse event reported . Requested return of suspect device and replacement was sent.